Event description:
Patient undergoing revision left tka following previous (B)(6) 2009 revision with triathlon ts components. There is a femoral stem fracture at the junction of the femoral component and stem. Components removed and replaced with depuy components.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The event was confirmed with the provided x-rays. The root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient undergoing revision left tka following previous (B)(6) 2009 revision with triathlon ts components. There is a femoral stem fracture at the junction of the femoral component and stem. Components removed and replaced with depuy components.